Manufacturer narrative:
When the replacement procedure has been performed and this device is returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) revealed this device had reached elective replacement indicators (eri). There was concern that the increasing charge time may have resulted in this device reaching eri earlier than expected. A review of the memory revealed five arrhythmia episodes that had occurred on the day of implant. A device replacement procedure will be performed in the near future. No adverse patient effects were reported.